Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. The root cause of the access site bleeding could not be determined since the product was not returned and insufficient clinical details were provided. G.2 added study selection as it was inadvertently omitted from the initial manufacturer device report number: 1220648-2025-26087. E.1 added middle name as it was inadvertently omitted from the initial manufacturer device report number: 1220648-2025-26087. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report number: 1220648-2025-26087 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that developed a hematoma at right axillary insertion site with a "definite" relationship to the impella device used. The patient undergoing high-risk percutaneous coronary intervention was implanted with an the impella 5.5 device for mechanical circulatory support (mcs), and the following day a hematoma was noted, treated by albumin and device explant. The patient was on impella mcs for 72 hours. Per the registry, the patient recovered with no sequelae.